Event description:
It was reported that a matrix tap, 3.5mm dual screws for 6mm hxc, broke during surgery. The surgeon was placing a tap into the left s1 pedicle when the tap snapped. It was also reported that 1 to 2 inches broke off the shaft of the tap in the left pedicle. The surgeon recaptured the broken shaft, no fragments were reported. There was a 10 ¿ 15 minute time delay to retrieve the broken piece from the patient. No patient harm was notated. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Manufacture date: 7/13/2011, 11/4/2011. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. There were three dhrs to review. The supplier¿s c of c, dated (B)(4) 2011, indicates the parts were manufactured to p/n 03.632.103, revision ¿c¿, and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet number (B)(4), revision ¿d¿. There were no mrrs, ncrs, or complaint-related issues with this lot. The supplier¿s certificate of compliance (c of c), dated(B)(4) 2011, indicates the parts were manufactured to p/n 03.632.103, revision ¿c¿. The lot was inspected to the synthes, incoming final inspection sheet number (B)(4), revision ¿¿d¿. Ncr # (B)(4) was written (B)(4) 2011. The product disposition was coded as an operator cause (4n) and not a supplier issue, (B)(4) parts were reworked and the ncr was closed on (B)(4) 2011. The supplier¿s c of c, dated (B)(4) 2011, indicates the parts were manufactured to p/n 03.632.103, revision ¿c¿, and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet number (B)(4), revision ¿e¿. There were no mrrs, ncrs, or complaint-related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the reported tap for dual core screws 03.632.103 is part of the matrix (deformity/ degenerative) spine system. The applicable technique guides and related literature were reviewed. This instrument is used along with other instruments to prepare the pedicle. An awl is used to perforate the cortex and then a probe is used to confirm the depth; as a safety feature these instruments will perforate the pedicle to the minor length and diameter, then the selected screw will be inserted. All matrix screws are self-taping; however if tapping is preferred, the appropriated tap and tap handle can be used. The tap will help to increase the perforation diameter prior screw insertion. Upon inspection of the received instrument, the reported condition of broken tip was confirmed. The distal tip is fractured off at the last depth mark (50), a small triangular portion remains with the rest of the shaft. Additionally, several scratch and pressing marks can be seen on the material surface on the fractured area, most likely caused when trying to extract it from the patient bone. Closer inspection does not reveal an apparent material irregularity. Evidence is consistent with a fracture caused by torsion and compressing forces; it is likely that an off axis load (bending force) contributed to stress and fatigue the material strength resulting in the fracture seen. Additionally, patient bone quality (too dense) may also be a contributing factor. A review of the applicable drawings was performed. The drawing call out the appropriated dimensions, material (440a) and finishing processes for a successful device design. The instrument was found to be adequate for its intended and did not contribute to cause this complaint. In conclusion, the reported complaint condition was confirmed; based on the condition of received part and conducted evaluation, it is likely that torsion and compressing forces beyond the instrument¿s yield was applied and let to this complaint rather than design inadequacy. It is likely that an off axis load (bending force) contributed to stress and fatigue the material strength resulting in the fracture seen. Additionally, patient bone quality (too dense) may also be a contributing factor. It is determined that the involved instrument is suitable for its intended use and did not contribute to cause this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: precision edge surgical products manufactured the dual core tap 3.5mm, part number 03.632.103 lot number pe01049. Due to an unknown cause, the tip of the shaft broke, and both broken pieces are with complaint. Initially, the part conformed to the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The dual core tap 3.5mmwas made to the relevant synthes drawing.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.